Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has not had any auditory perception with the device since activation.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user has not had any auditory perception with the device since activation. Revision surgery is considered but no date has been scheduled as of (B)(6) 2023.